Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a damaged pumphead module (phm). This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of cmplnt-001241470. The cause was determined to be a damaged pump head module. To correct the condition, the pump head module was replaced. If any additional information is received, a follow up MDR will be sent.